Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application did not vibrate or give an audible alert for a fall rate. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no fall rate alert on the g5 mobile application could not be confirmed. A root cause could not be determined.